Event description:
As reported by navilyst medical's distributor in the (B)(6), a valved PICC device had been implanted into a pt on (B)(6) 2011. On (B)(6) 2011 it was removed due to a split in the catheter tubing. There was no injury to the pt. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
The used PICC device from the reported incident has been returned to navilyst medical, however the device eval is still ongoing. Upon completion of the investigation a supplemental medwatch will be submitted. ((B)(4)).